Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of saline. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from an unspecified location of the tubing set. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was initiated.